Event description:
A cartridge alarm was reported by the caller multiple times over the past two weeks. There was no adverse impact on the customer¿s blood glucose level as it remained below 500 mg/dl. The caller had not performed the air-removal step during cartridge loading, resulting in the alarm. Technical support guided the caller through the proper air removal process, and the caller planned to reload the current cartridge and correctly follow the procedure with a new cartridge. The caller would follow up if the alarm persisted after using the correct loading procedure.